Manufacturer narrative:
Sections with additional information as of 05-jan-2022: d9: device available for evaluation. H3: device evaluated by manufacturer. H10: test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Meter was returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system.

Event description:
Consumer reported complaint for low blood glucose test results. At the time of the call the customer felt well and did not report any symptoms. Customer stated that on (B)(6) 2021 he had obtained a blood glucose test result of 62mg/dl using true metrix meter. Customer stated he had drank juice. He wasn't having any diabetic symptoms but he was worried about the low reading and then he called the ambulance. The customer's blood glucose test result when the ambulance had arrived his blood glucose read 164mg/dl using the ambulances meter however his meter read 68mg/dl (unknown if fasting or non-fasting). Ambulance didn't take customer to hospital they left after they performed the test with his true metrix meter and they recommended him to replace his true metrix meter. No changes were recommended to his medical plan.

Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to customer calling ambulance due to low reading meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 30-nov-2021 to ensure the customer¿s initial concern was resolved - able to establish contact with customer. Customer stated initial concern has been resolved as he was able to purchase another meter. Customer is satisfied and no further medical attention was required.